Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed 30 joule self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Co has not received the product and this complaint is still under investigation.